Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose results. (B)(6) (daughter) is calling on behalf of the customer. The customer is concerned with all of the result obtained. The expected fasting blood glucose test result range is 89-120mg/dl. The customer did not report symptom. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 08/23/2018 and open vial date is approximately 2 weeks ago. The meter memory was reviewed for previous test result history. The 194mg/dl (B)(6) 2017 08:30 am fasting: yes, the 185mg/dl (B)(6) 2017 10:06 pm fasting: no, the 183mg/dl (B)(6) 2017 08:51 pm fasting: no, the 143mg/dl (B)(6) 2017 01:00 am fasting: yes. The daughter, (B)(6) is calling for her mother whose blood results are high and she knows that this meter can not be correct since her mother is on a feeding tube and gets the same about of liquid and the same medication every day.